Event description:
The device was used during a colectomy procedure. Reportedly, gas leaked out and the stapler did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.